Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e216 scope communication error. A root cause could not be identified. Based on the results of the investigation, the cause of the no image and communication error (connection issue) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image and a communication error (connection issue). The issue was found during inspection for use (prior to patient use). There were no reports of patient harm.